Manufacturer narrative:
Two used 14687-15 primary plum sets were returned for inspection. Sample 1: as received, the secondary port of the cassette was partially broken off. During decontamination, the clave broke off. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The deformation observed was in the form of beach marks on one side while the opposite side was smoother. The set was leak tested per product specifications. There was leakage from the broken secondary port. A test infusion could not be ran due to the broken secondary port. The reported complaint of air in line can be confirmed on the first sample due to the broken secondary port. The probable cause of the break is due to an unintentional bending force during use. Sample 2: no damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The product was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint could not be replicated or confirmed on the second sample. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg:10jan2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: (B)(6).

Event description:
The complaint/event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that there was air in line and the device was unable to infuse normal saline properly for a patient. There were no obvious defects noted on the tubing set and there were no holes, cut, tears or any other defects noted. There was no damage observed such as occlusions, or kinks, or bends. The tubing was replaced and therapy resumed. The product was stored in the air conditioned room in the hospital and was not exposed to extreme temperature. There was no flow on the primary line. There was no patient harm. There is no further information is available for this complaint.